Event description:
It was reported that 1 yr after a coronary artery drug-eluting stenting treatment procedure the pt expired. The index procedure treated 1 target lesion for in-stent restenosis. The target lesion was a 3.0mm vessel diameter, 14mm klong, with no calcification, and 50% stenosis, in the mid- left anterior descending (lad) artery. The lesion was not predilated. A 3.0 x 16 mm taxus liberte stent was deployed in the mid segment of the previously placed cypher stent with 0% residual stenosis. Following stent deployment, re-evaluation with a flow wire revealed a fractional flow reserve of .96. During this procedure the rca was also dilated with a 2.5mm balloon with 10% residual stenosis. The pt was discharged 4 days post-index procedure on aspirin and clopidogrel. The pt expired 1 yr post-index procedure; the cause of death was non-cardiac as indicated by a relative. The physician indicated the death was not related to the taxus liberte stent. The taxus liberte stent that was implanted was used beyond the expiration date. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The complaintant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.